Manufacturer narrative:
(B)(6). Following the procedure, in trouble-shooting, the navigation system was not passing the electrical safety test. It was determined likely that the main cable was defective. Patient was not present during trouble-shooting effort. Return requested. Replacement power cable 4.5m shipped to site (B)(6) 2016 this part was discarded by the site and will not be returned to manufacturer for analysis. Return requested. Replacement upgradekit shipped to site (B)(6) 2016. Suspect computer has not been received by manufacturer for analysis. On (B)(6) 2016 a medtronic representative performed a navigation system check-out, software and instruments areas passed. Hardware test failed. Navigation system did not pass electrical safety test and has problems importing exams. The medtronic representative replaced systems pc and upgraded software. Installed ent software. Issue resolved. System performed as intended. On (B)(6) 2016 a medtronic representative, following-up at the site, reported during the procedure, operating room (or) automatic fuses alerted before patient was on room. These are not regular fuses that went off, there is automatic systems that alert if a deviation is detected on an electrical system. No further issues have been reported.

Event description:
A site representative, head nurse, reported that while in a functional endoscopic sinus surgery (fess), their navigation system started on operating room (or) automatic fuses. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was greater than one hour before continuing. There was no impact on patient outcome.

Manufacturer narrative:
The computer was returned to the manufacturer for analysis. The computer powered up/post's and booted normally. System passes computer assembly electrical safety tests. There were no hdd or ram errors. The computer passed all required testing. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.